Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. During the procedure, a trial fractured. Another trial component was used to complete the procedure without delay, and no fractured pieces fell into the patient.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. During the procedure, a trial fractured. It is unknown what was used to complete the procedure or if any fractured pieces fell into the patients wound.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.